Event description:
The issue is that it was extremely difficult to retract the needle after the medication was administered, the user had to use both thumbs to have the needle retract. Dose or amount: 3ml.